Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a upsylon y-mesh implant was implanted into the patient on an unspecified date. Advantage fit implant was also implanted into the patient on (B)(6) 2009. The patient experienced complications and nonsurgical treatment. Device 1 of 2. Patient symptoms include: vaginal pain; anal pain; rect pain; pain inter; diff bowel; incont not pres; rec incont; aggrav incont; damage.